Event description:
Description of event: routine plan of care prior to insertion of delivery system. Delivery system inserted using insertion aid with no issues. Tip of delivery system exited isleeve and advanced as catheter was further advanced, access across the valve was lost. Patient remained stable and a discussion was had how to proceed. Dr. Agreed to advance the delivery system over the arch and place the delivery system just above the aortic valve and attempt to recross using a straight wire. Safari wire was removed from the delivery system and a straight wire was inserted. Several passes were tried when the delivery system appeared to be sucked into the ventricle without effort. This occurred within the first minute of attempting to recross the valve. Delivery system was advanced into the lv slightly with straight wire ahead and then straight wire was removed and exchanged for the safari wire. Safari wire was placed into position into the ventricle. Delivery system was pulled back above the valve opening and the advanced into position with last movement forward. With position marking in ideal location, knob 1 was turned to 1a position. Position was confirmed with small contrast injection. Team as myself was in agreement in position and we proceeded to opening knob 1 to full stop. Contrast injection confirmed that valve was in good position when it was noticed that there was contrast staining and a translucent line in the ncc and it was identified that the patient had a perforation. Physicians were notified by anesthesia team that the patient was becoming unstable and we decided to act quickly and finish deploying the valve. Knob 2 was quickly turned to full stop and valve was fully released. It was observed that the bottom of the stent frame was constrained. At the moment we didn't understand why the frame was constrained. We recognized that the patient's hemodynamics were quickly deteriorating and the surgeon who was present in the room recommend open sternotomy to evaluate the situation and address as needed. Patient was quickly prepped and placed on femoral bypass support to stabilize and team proceeded to sternotomy where it noted that both the ncc and rcc had dissected. It was then discovered that the recross did not go across the valve as thought, instead it went through the leaflet of the ncc. We realized then why the stent frame had a constrained appearance due to the fact it was deployed in the noncoronary cusp itself. Acurate stent frame was removed surgically and passed off the sterile field to be returned. Patient then underwent surgical replacement of aortic root and aortic valve replacement. Patient did not survive surgery. Procedure summary: the perimeter derived diameter of the moderately calcified native aortic annulus was 24.8mm. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 25mm balloon catheter in accordance with the instructions for use (IFU). A large size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced through the 14f isleeve introducer sheath. The safari2 guidewire position was high in the in the left ventricle and came out of the left ventricle completely losing guidewire access across the native aortic valve. The patient condition was stable. The acurate neo2 tf ds was advanced over the aortic arch and the acurate neo2 tf ds was placed just above the native aortic valve. The safari2 guidewire was removed from the acurate neo2 tf ds and an unknown manufacturer's straight guidewire was inserted into the acurate neo2 tf ds. While attempting to recross the native aortic valve, the acurate neo2 tf ds was advanced into the left ventricle along with the unknown manufacturer's straight guidewire. The unknown manufacturer's straight guidewire was exchanged for the previously used safari2 guidewire. The safari2 guidewire was advanced into position in the left ventricle. The acurate neo2 tf ds was pulled back above the native aortic valve annulus and advanced into position. Following the initial phase of valve release, contrast staining identified a perforation of the non-coronary cusp (ncc). The patient became hypotensive. The final release phase of valve release was quickly performed. Following final phase of valve release, the bottom of the stent frame of the acurate neo2 valve was constrained. The patient's hemodynamics quickly deteriorated and cardiopulmonary resuscitation(CPR) was performed until the patient was placed on femoral bypass. A sternotomy was performed. It was noted that both the ncc and right coronary cusp (rcc) were dissected. It was determined that the recross did not go across the native aortic valve and went through the leaflet of the ncc. The constrained appearance of the acurate neo2 valve was due to the acurate neo2 valve being deployed in the ncc. The acurate neo2 stent frame was surgically explanted from the patient. The patient then underwent surgical replacement of the aortic root and aortic valve replacement. Following fluoroscopy identifying that the acurate neo2 valve was not fully expanded, a 25mm balloon was brought to the field, and post-dilatation was performed. The acurate neo2 valve expanded, however, the cardiac output was nothing and hence chest compression was initiated. The patient was immediately resuscitated and an endotracheal tube as well as a central line was placed. The cardiopulmonary bypass was initiated to stabilize the subject and midline sternotomy was performed. The dissection occurred down the pericardium, which appeared to be like a tamponade. The pericardium was opened and blood was sucked out. The aortic root over the pulmonary artery was bruised, and there was hematoma within the aortic root that was spreading to right side. Subsequently the aorta was transected, and it was seen that the acurate neo2 valve had caused significant injury to non-coronary cusp with a tear that propagated to commissure between the non and right cusp and then tore down to right coronary ostium. During surgery, a large ventricular septal defect was noted approximately 3cm wide and extended the right ventricle. Following explant of the acurate neo2 valve, the heart was inspected, and it was determined that an entire bentall procedure needed to be performed. Following inspection of the heart, the right and left coronary buttons from the heart were attempted to made from the aortic wall for the bentall procedure, and the left coronary button was constructed, however the right coronary was almost destroyed with tear through the aortic root, and it was left in place. Significant bleeding was noted from the arterial cannulation site and a significant dissection was noted in the femoral artery. A 4 to 5 cm incision was made. A pursestring suture was placed around the aorta and was tried to cinch down, however the tissue kept tearing due to the fragility of the patient. Despite of placing multiple sutures, the bleeding continued. Although there was reasonable control of the bleeding, there was too much bleeding to ignore for full length of case. The femoral artery was repaired prior to the bentall procedure. Both of the events of aortic dissection and femoral artery dissection resulted in hypotension and required the use of IV inotropic agents. Through the large incision in the groin, the common femoral vein was repaired and the canula was removed with reasonable hemostasis.the atrial septal defect was large and took up the entire right coronary cusp. A suture was placed under the annulus of the right cusp and through the aortic root, which closed the ventricular septal defect. A new grafted valve was parachuted into position, and all sutures were tied and cut. There was reasonable seating of bentall procedure. The 4-0 suture was run around the native aortic annulus, next a small hole created in posterior aspect of left cusp and left coronary cusp was anastomose in an end-to end fashion. Anastomosis was performed in the ascending aorta to replace the ascending aorta and attach in end-to-end fashion with the native aorta more distally in the arch. The frayed and dissected coronary ostium was oversewed and ligated on right side. A piece of vein was taken from right leg through open incision. The quality of vein was very poor, however, an appropriate length of vein graft was removed and was used for anastomosis in end-to-end fashion. The contrast was given, and the cross clamp was removed. The heart was then allowed to fill and beat spontaneously. Throughout the case, the patient was losing blood and there was concern that it may have been in the abdomen. At this point, the patient was transfused with 12 units of packed red cells. A significant amount of blood was seen in the abdominal cavity. As the flow was significantly reduced, a small hole was opened in the abdominal cavity to drain more blood. The patient was to be taken off bypass and was brought back to the intensive care unit. The bleeding continued from the abdomen and the diaphragm was sealed off with the suture. An attempt was made to wean the patient from cardiopulmonary bypass, however, the right ventricle was not able to support this as it began to balloon out with all of the sutures from the canulation tearing apart under the extreme pressure. Cardiac massage was then attempted to decompensate the heart, but the right ventricle did not recover. The patient then died on the same day of the index procedure due to aortic dissection.

Manufacturer narrative:
The safari2 guidewire was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. As indicated in the device instructions for use (dfu), operational instructions, instruction for use section: 7. Advance safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. There is no known malfunction related to the safari2 guidewire and no known relationship between the safari2 device and the adverse event. This medwatch report is being filed as a good faith measure due to the patient death reported. If any further relevant information is provided, a follow up medwatch report will be submitted.